Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device change out procedure. During the procedure, it was noted that the ICD exhibited failure to capture. The ICD was not used and a pacemaker was implanted. The patient condition was unknown.

Manufacturer narrative:
The reported complaint of inability to capture was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance, output and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.